Manufacturer narrative:
This incident is being recorded under (B)(4) as an initial/final report. G2: foreign: france. E1: telephone: (B)(6). Review of the most recent repair record determined the unit was found to have a damaged bottom roll and comb. The unit was out of calibration and the ratchet was not working. The bottom roll, gear, ratchet gear, bearings, and comb were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that before surgery, the device was identified for curative maintenance. There was no harm or delay reported as there was no patient involvement. It was noted at final investigation the comb was damaged on the device. Diligence is complete.